Event description:
It was reported that during equipment testing conducted by a MFR field service tech at the user facility, the device was overheating, intermittently running faster or slower than expected speed and the oscillating forward/back movements were not consistent with the normally expected oscillations of this device.

Manufacturer narrative:
The device will not be returned for analysis; it is not possible to determine the cause of the overheating reported without an eval of the device.